Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of images provided by the customer reveals a red mark on the patient¿s shoulder. However, based solely on these images, it cannot be definitively determined whether this is a pressure or friction injury, or a thermal burn. Additionally, there is no evidence that the mark is related to the use of any isi product. The surgeon confirmed that the neutral pad was correctly applied, and there were no reported malfunctions with any energy instruments or generators.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, on the following day, a burn mark was observed on the patient¿s right shoulder. The grounding pad was properly placed on the patient¿s thigh, and the generator was set to bipolar 50 and monopolar 40. Although the severity of the burn could not be confirmed, no tissue excision was required, and burn ointment was applied. It remains unclear whether further medical treatment was required. The surgeon speculated that the burn may have resulted from friction between the patient¿s shoulder and the patient mount; however, the exact cause remains undetermined, as there was no evidence of arcing during the procedure and no abnormalities were identified with the instrumentation or accessories. The patient was discharged after receiving burn treatment, and there is no concern about this event causing any long-term complications. The following instruments were noted to have been used during the procedure: maryland bipolar forceps, a 0 degree endoscope camera, prograsp forceps, and a monopolar curved scissors instrument.